Manufacturer narrative:
Dimensional evaluation found component to be within appropriate design specification. Examination of returned device was inconclusive.

Event description:
It was reported that patient underwent hip arthroplasty approximately three years ago. Subsequently, a revision procedure was performed on (B)(6), 2013, to remove and replace components with cement spacer molds due to infection. During the revision procedure, the disassembly tool became stripped while trying to remove the proximal stem. The proximal stem was reported to have been taken out and then reimplanted. There was a two to three hour delay as a result.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 1 of 2 mdrs filed for the same patient/event (reference 1825034-2013-02872 and 02875).